Manufacturer narrative:
The facility reported a strong chemical smell from their dsd edge automated endoscope reprocessor (aer) causing operators to experience headaches. There is potential that operators are experiencing chemical exposure symptoms to fumes from rapicide pa high-level disinfectant used with the aer. Medivators field service engineer (fse) was dispatched to evaluate the aer and was not able to detect any chemical smell. While onsite, the fse noted poor air flow in the reprocessing room and determined the room does not have the minimum air changes as required for proper ventilation when using the aer. The fse also noted the facility had incorrect plumbing/water supply equipment for the number of aers in the reprocessing room, therefore the facility is not using the aers in accordance with medivators site requirements documentation. Upon completing the service intervention, the fse confirmed the aer is operating according to specification. Medivators regulatory attempted to follow up with the facility regarding the reported chemical exposures but no further information was provided. It is unknown if medical attention was sought. The facility was made aware of the site requirements prior to installing the aers and again after medivators fse was onsite during the recent service intervention. This complaint will continue being monitored in medivators complaint handling system.

Event description:
The facility reported a strong chemical smell from their dsd edge automated endoscope reprocessor (aer) causing operators to experience headaches. There is potential that operators are experiencing chemical exposure symptoms to fumes from rapicide pa high-level disinfectant used with the aer.